Manufacturer narrative:
(B)(4) final report. Additional information requested including: were all the metal shavings removed from the joint, please could you confirm that none were left in? Were trinity instruments used to prepare the screw holes before implantation? Is it known if the correct angulation (as per the trinity optech) was used when implanting the screws? Is it possible that the surgeon may have over-tightened the screws? The reporter has responded to say that all fragments were retrieved and correct operational technique was used. The relevant device details have been provided, and the device manufacturing records were reviewed. Both devices were manufactured in august 2023, and conformed to material and dimensional specifications at the time of manufacture. This failure has been investigated previously and it was concluded that the most probable root cause for the metal fragments being detached from the screw head could be excessive torque and incorrect angulation applied to the screws during surgery. Based on this, corin now considers this case closed. Should any additional information be provided, this case may be reopened. Please note: this event involves a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information requested including: were all the metal shavings removed from the joint, please could you confirm that none were left in? Were trinity instruments used to prepare the screw holes before implantation? Is it known if the correct angulation (as per the trinity optech) was used when implanting the screws? Is it possible that the surgeon may have over-tightened the screws? The reporter has responded to say that all fragments were retrieved and correct operational technique was used. The relevant device details have been provided, and the device manufacturing records will be identified and reviewed. Please note: this event involves a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metal shavings were observed after implanting 2 trinity screws into the trinity cup.